Event description:
It was reported the pt is experiencing pain/discomfort his scs ipg pocket site. Subsequently, the pt would like the scs ipg relocated.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.